Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a male pt while in the cath lab. When the fiberoptix sensor (fos) connector was connected to the pump before insertion, the pump did not recognize the fos connector. However, the md attempted to insert the prepped per instruction intra-aortic balloon (iab) through the teflon sheath via left femoral artery and the iab became stuck in the sheath. As a result, the iab was removed with the teflon sheath as one unit successfully. A new iab was prepped per instruction and inserted into the same insertion site successfully. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. No report of pt death, injury or complications. The pt outcome is good.